Event description:
The manufacturer¿s representative (rep) reported the procedure date took place on (B)(6) 2016, but the use by date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.